Manufacturer narrative:
At this time no conclusions can be made to what extent device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to repair the hernia and to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2014, it is alleged by the patients attorney that the patient underwent surgery for repair of a left inguinal hernia. A bard/davol perfix plug was implanted to repair the hernia defect. The patient has had to undergo various revision surgeries and medical procedures including, but not limited to various surgical procedures in an attempt to remove the eroded mesh. (B)(6) 2017 the patient underwent an additional surgery to repair the hernia defect and remove it. The patient was injured severely and permanently. The patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatments.